Manufacturer narrative:
Product complaint # (B)(4). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any stratafix suture deficiency noted prior to surgery/during/ post operatively? Was there any stratafix suture deficiency noted during the laparotomy? Was there any intra-operative complications? Location and tissue that the stratafix suture was placed? What was the condition of the tissue (healthy, weak, diseased)? How was the stratafix suture placed? How did the surgeon close the vaginal cuff? Was the vaginal cuff reopened? Was there any triggering event for the patient hemorrhaging? What date did the patient report to the ER? Was the patient experiencing symptoms prior to reporting to ER? If yes, provide timelines. What was the source of the post op bleeding? Please explain how the bleeding was treated? How much blood was lost? Can you describe the appearance of the suture during second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? Patient demographics: initials/ ID; age or dob; bmi. Patient pre-existing medical conditions? Update to patient current condition. Do you have any product of the same product code and lot number to return for analysis? Lot number of sxpp1b450.

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on (B)(6) 2017 and barbed suture was used to close the vaginal cuff. The procedure was completed without incident. Following the procedure on (B)(6) 2017, the patient reported to emergency department with hemorrhaging. The patient underwent laparotomy to address the bleeding and needed a transfusion. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Pc-000080608 additional information: corrected information: additional information was requested and the following was obtained: was there any stratafix suture deficiency noted prior to surgery/during/ post operatively? No was there any stratafix suture deficiency noted during the laparotomy? No. There was a1 cm gap in the vaginal cuff was there any intra-operative complications? Nothing the in original surgery nor complications in second surgery location and tissue that the stratafix suture was placed? Cuff was closed. Single layer what was the condition of the tissue (healthy, weak, diseased)? Patient had endometriosis. How was the stratafix suture placed? 0 pds. Single layer how did the surgeon close the vaginal cuff? With 0 pds stratafix was the vaginal cuff reopened? No. When the laparotomy was preformed, the surgeons noted a 1cm gap in the vaginal cuff. Was there any triggering event for the patient hemorrhaging? No what was the date of the original surgery? (B)(6) what date did the patient report to the ER? (B)(6). Surgeon saw her in between for spotting but nothing out of the ordinary was the patient experiencing symptoms prior to reporting to ER? If yes, provide timelines no, except for heavy bleeding 30 minutes prior to reporting to ER what was the source of the post op bleeding? At the vaginal cuff please explain how the bleeding was treated? By the time the surgeons opened her up, the bleeding had subsided. How much blood was lost? Unknown, but patient received four units can you describe the appearance of the suture during second procedure? No mention of suture in second surgery what is physician¿s opinion as to the etiology of or contributing factors to this event? (B)(6) believes the tissue became necrotic (doesn't know if it's because of suture or endometriosis or not large enough bites of tissue with the stratafix), then it dehisced. The surgeons reported bleeding from posterior cuff. (B)(6) believes the ripping of the tissue through the stratafix caused the bleeding. Patient demographics: initials/ ID; age or dob; bmi. Unknown or unwilling to offer that information patient pre-existing medical conditions? None update to patient current condition. Stable. Home. Do you have any product of the same product code and lot number to return for analysis? No